Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the lateral plantar artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for use. However, when exchanging the wires, the wire was taken out but the balloon was left in place and they could not see the another wire through the hub of the balloon. The balloon was removed by placing another wire beside the balloon and pulling the device out. No patient complications were reported.